Manufacturer narrative:
The reported 1.8mm q-fix all suture anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a hip scope, the anchor did not deploy, seemed like it got stuck within the handle.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size.(3) excessive force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: -do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout or suture breakage. -do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during a hip scope, the anchor did not deploy, seemed like it got stuck within the handle. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.